Manufacturer narrative:
It is unknown if the device will be returning for evaluation.

Event description:
The event involved an unspecified primary plumset with .22 micron filter that had a leak from the in line filter that was noted during infusion. The customer reported that the patient had skin contact with chemo drugs. The infusion was stopped and disconnected and the patient¿s arm and hand was washed.

Manufacturer narrative:
It was initially reported that it was unknown if the device would be returning. The actual sample involved in the reported incident was not returned for evaluation. Additionally, no pictures or videos were received as a sample. Additionally, no lot or list numbers were provided. Since no sample was returned for examination a comprehensive investigation evaluation could not be performed. No probable cause was found since no sample, picture or video were received for testing, therefore the complaint was not confirmed. A device history review (DHR) a batch record review could not be performed because no lot number was provided.